Event description:
Per the audiologist's report, this pt became a non-user years ago due to skull-based hemangiomas. The pt was diagnosed in 2006 with leukemia and treated with chemotherapy. She returned to her doctor in november with a post-auricular abscess near the implant site. The infection was resistant to antibiotics. The surgeon explanted the device in 2006. Reimplantation surgery is not planned for the future.